Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose over 500 mg/dl associated with a leaking cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that there was insulin leaking from the cartridge. It was revealed that there was a luer lock leak. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a leaking cartridge issue.

Manufacturer narrative:
The cartridge has been returned and was evaluated by product analysis on 04/28/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all cartridge force measurements within required specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.